Event description:
The customer contact reported a nondelivery. The pump was returned to the central supply dept with an unsigned note that stated, "flush does not kick it in on medication on each line." No tracking info was provided; therefore, specific pt info pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing by flushing each line as programmed. The pump history was downloaded at the mfg facility. There is not pump programming or pump activity for the reported event; therefore, the history cannot be utilized to evaluate the reported event.